Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), migraine ("migraines"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, metrorrhagia, fatigue, migraine, nausea and dyspareunia outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, metrorrhagia, migraine, nausea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information added. Previously reported event injury were updated dysmennorhea (cramping), pelvic pain/chronic, abdominal pain, metorhagia (bleeding b/w periods), migration, fatigue, migraines, nausea, dyspareunia (painful sexual intercourse). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.